Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was received with cracked display window corner, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that there was fluid under the lcd display. The customer's blood glucose was 88 mg/dl at the time of incident. The customer mentioned that the blood glucose reached 300 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.